Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to a power-on reset failure that occurred on (B)(6) 2018. The cause of the por could not be isolated and remains undetermined. The device was tested on the bench and no other anomalies were noted.

Event description:
It was reported that the asymptomatic patient presented via merlin.net transmission. The implantable cardioverter defibrillator exhibited backup vvi operation. Patient presented in clinic for device interrogated on (B)(6) 2018. The backup vvi operation was triggered following a MRI. It was noted that the device was not appropriately programmed for MRI. A device download was not performed due to unexplained power on rest (por). The device was explanted and replaced on (B)(6) 2018. No further information was reported.